Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are three additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information is confirmed to be unavailable for this report. (B)(4).

Event description:
A clinical coordinator reported that a knife was dull during cataract surgery. There was no impact to the patient. Additional information is confirmed to be unavailable for this report.

Manufacturer narrative:
One opened and six unopened knife samples were received in blisters for the report of a dull blade. The tip of the opened knife sample is through the foam tip protector and into the package's protective tray material. The returned samples were visually inspected and sample number one was found to be nonconforming with a damaged tip and a damaged cutting edge while samples two through seven were found to be conforming. Samples two through seven were then functionally tested for penetration and were found to be conforming. Sample number one was inadvertently tested for penetration and was found to be conforming. The exact root cause could not be determined from the investigation performed. The unopened samples were visually and functionally conforming and even though the opened blade was visually nonconforming, it still met functional testing. The damage to the returned opened sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).